Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure, and the procedure was completed as planned by pivoting table back to position. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's table pivots did not lock into place. During troubleshooting, the fse identified an issue with pivot break assy and friction pin. The fse replaced the pivot brake assy and friction pin. After replacement of the pivot brake assy and friction pin, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the break assy had a mechanical failure due to wear and tear. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table pivots does not lock into place. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.